Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touchscreen has become less "sensitive". Additionally, it was reported that resistance was experienced during the fill process with multiple cartridges. Customer's blood glucose level was 267 mg/dl. A cartridge change was performed resolving the issue.